Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing loss of external power alarm. 24volt voltage fluctuation in power supply board. During device is preparing to patient use. No patient harmed. Pateint shifted to another ventilator